Event description:
It was reported that the customer experienced a broken touchscreen on their device, leaving it unresponsive and the screen remaining black. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent.